Event description:
It was reported that a patient was revised approximately ten and a half years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray 71mm item# 141233 lot# j2504370. Vngd ant stblzd brg 18x71 item# 189068 lot# 739530. Bmt gb knee stm 16x80 item# 148166 lot# 878370. Bmt 360 tib sm cruciate wing item# 185650 lot# 729880. Bmt 360 tib tray 71mm item# 185203 lot# 473250. Vngd ant stblzd brg 10x71 item# 189060 lot# 807200. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.